Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 5 colongy forming units (cfus) of enterococcus faecalis and enterococcus faecium on (B)(6) 2025. The scope tested positive for >100 cfus of enterobacter ludwigii on (B)(6) 2025. On (B)(6) 2025, the suction channel tested positive for >100 cfus of pseudomonas aeruginosa and the instrument channel tested positive for 5 cfu of enterobacter ludwigii. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.